Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055. Approx 5 devices were received for evaluation; 5 events were confirmed during testing. Approx 5 devices were found to be affected corrosion. Approx 1 device is available for evaluation but has not yet been received. There were no remedial actions taken. This device is not labeled for single-use.

Event description:
This report summarizes 6 malfunction events in which the device the device was not able to be put in safe mode, a condition in which the device has the potential to run unintentionally. Approx 6 reported events had no patient involvement; no patient impact.

Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055. One device was received for evaluation; 1 event was not confirmed during testing. The device was found to be within specifications for the reported event. There were no remedial actions taken. This device is not labeled for single-use.

Event description:
This report summarizes 6 malfunction events in which the device the device was not able to be put in safe mode, a condition in which the device has the potential to run unintentionally. Six reported events had no patient involvement; no patient impact.